Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 300 units of cold insulin. Reportedly, the insulin gauge remained static at 65 units for 12 hours. The customer's blood glucose level was 161 mg/dl. Although requested, the customer declined to reload the existing cartridge.